Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was getting hot and something inside was rattling during the surgery was confirmed. An assessment was performed and it was observed that the device failed pretest for general condition, smooth running, untrue running, gripping power, and function test. It was further observed that the bearings were corroded, the guise sleeve and the stop ring were corroded, unknown debris was found inside the unit, and the clamps were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the quick coupling device was getting hot and had something inside that was rattling. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. It was reported that the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.